Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical signals conformed to specifications and force measurements were displayed throughout the procedure. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device. (B)(4).

Event description:
During a successful ventricular tachycardia ablation procedure, a pericardial effusion occurred. Near the conclusion of procedure, and echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed. The patient was transferred to the intensive care unit in stable condition for observation. There were no performance issues with the ablation catheter.